Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic discomfort ("discomfort"), the second episode of menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse"), migraine ("excessive migraine headaches"), alopecia ("excessive hair loss"), rash ("excessive rashes") and tooth disorder ("excessive dental problems"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (partial),surgery (other) type of surgery: surgical removal of coil(s),). Essure was removed in (B)(6)2017. At the time of the report, the pelvic pain was resolving and the pelvic discomfort, the last episode of menorrhagia, back pain, abdominal pain, abdominal distension, dyspareunia, migraine, alopecia, rash, tooth disorder, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, depression, dyspareunia, migraine, pelvic discomfort, pelvic pain, rash, tooth disorder, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We are unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae (adverse event) case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in in greater detail. The technical assessment concluded a quality defect was not confirmed bot considered plausible. As a product quality defect could not be confirmed but considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 28-aug-2019: pfs received. Concomitant medication and condition added. Events : abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish , did not undergo essure confirmation test were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. C51059) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic discomfort ("discomfort"), the second episode of menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse"), migraine ("excessive migraine headaches"), alopecia ("excessive hair loss"), rash ("excessive rashes"), tooth disorder ("excessive dental problems"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (partial),surgery (other) type of surgery: surgical removal of coil(s),). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, the last episode of menorrhagia, back pain, abdominal pain, vaginal haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the pelvic discomfort, abdominal distension, dyspareunia, migraine, alopecia, rash, tooth disorder and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, dyspareunia, migraine, pelvic discomfort, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: discrepancy noted : previously reported as essure removed and in current fu reported that "essure removal - if no removal planned, select reason(s): unable to afford surgery". Date(s) of insertion: (B)(6) 2015 (as per pif discrepancy noted). Date(s) of removal: (B)(6) 2016, hysterectomy +bi-s (as per pif discrepancy noted). Received treatment for-pain, bleeding, bladder problem/urinary problem. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We are unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae (adverse event) case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in in greater detail. The technical assessment concluded a quality defect was not confirmed bot considered plausible. As a product quality defect could not be confirmed but considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received-bladder problem, urinary problem, bladder infection, uti, vaginal infection, vaginal discharge were added. Lot number was added. Event outcome of pain, bleeding, bladder/urinary problem were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. C51059) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". On (B)(6) 2015, the patient had essure inserted. In may 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic discomfort ("discomfort"), the second episode of menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse"), migraine ("excessive migraine headaches"), alopecia ("excessive hair loss"), rash ("excessive rashes"), tooth disorder ("excessive dental problems"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (partial),surgery (other) type of surgery: surgical removal of coil(s),). Essure was removed in october 2017. At the time of the report, the pelvic pain, the last episode of menorrhagia, back pain, abdominal pain, vaginal haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the pelvic discomfort, abdominal distension, dyspareunia, migraine, alopecia, rash, tooth disorder and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, dyspareunia, migraine, pelvic discomfort, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: discrepancy noted : previously reported as essure removed and in current fu reported that "essure removal - if no removal planned, select reason(s): unable to afford surgery". Date(s) of insertion: (B)(6) 2015 (as per pif discrepancy noted) date(s) of removal: (B)(6) 2016, hysterectomy +bi-s (as per pif discrepancy noted) received treatment for-pain, bleeding, bladder problem/urinary problem quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse"), migraine ("excessive migraine headaches"), alopecia ("excessive hair loss"), rash ("excessive rashes") and tooth disorder ("excessive dental problems"). The patient was treated with surgery (on (B)(6) 2016 underwent surgery to remove her essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, dyspareunia, migraine, alopecia, rash and tooth disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dyspareunia, menorrhagia, migraine, pelvic discomfort, pelvic pain, rash and tooth disorder to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015, and reported adverse events including chronic pelvic pain. The plaintiff underwent surgery to remove essure coils on (B)(6) 2016. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. In this case, no alternative explanation for her pain was provided. This case was classified as incident due to the reported surgical intervention. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse"), migraine ("excessive migraine headaches"), alopecia ("excessive hair loss"), rash ("excessive rashes") and tooth disorder ("excessive dental problems"). The patient was treated with surgery (on (B)(6) 2016 underwent surgery to remove her essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, dyspareunia, migraine, alopecia, rash and tooth disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dyspareunia, menorrhagia, migraine, pelvic discomfort, pelvic pain, rash and tooth disorder to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We are unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae (adverse event) case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed bot considered plausible. As a product quality defect could not be confirmed but considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 4-may-2017: quality-safety evaluation of product technical complaint: company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015, and reported adverse events including chronic pelvic pain. The plaintiff underwent surgery to remove essure coils on (B)(6) 2016. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. In this case, no alternative explanation for her pain was provided. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but considered plausible a relationship with the reported medical events cannot be totally excluded. Follow-up information will be obtained through the litigation process.